Manufacturer narrative:
Information not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Her one touch ultra meter was set to the incorrect unit of measurement. The reporter was unable to specify if the pt experienced symptoms during the time of concern. Blood glucose results were unknown. The pt was evidently taken to the hospital; however, no further information was provided. It would have been helpful to know when the pt first noticed the change in the unit of measurement, if she altered her medication regimen, based on the mispereceived results, if the developed symptoms, why she was taken to the hospital, the result obtained at the hospital, and if she was administered treatment. It is unknown if the meter was previously set to the correct unit of measurement. This case is being reported as a malfunction, due to the fact that meter is in the wrong unit of measurement, while it is unknwn if the pt went into the meter settngs. The customer care advocate assisted the reporter through changing the unit of measurement. The meter was replace.